Event description:
Steris 1 leaking water parcetic acid and scope debris for 5 months. The steris passed am diagnostics and biologicals but leaked at times quarts to gallons of chemical and debris from the machine. Our sterile processing manager, supervisor, biomed, and steris were all notified, the problem continued. Many of the workers became very ill. Corporate found out about our symptoms and shut the machine down because we were calling (B) (4). We were told to reprocess all the scopes that had been in the defective machine that day because they may not be clean. My concern is what about the previous days and months. What about the potential harm to the patients that had scopes from this defective machine. We were told the company notified (B) (4) but they did not. I finally notified (B) (4). The steris leak has been fixed at present. We asked for ventilation records and was denied. My question is can FDA help investigate the steris records, biomed records and the calls from sterile processing. Our company will not give us access to this information. (B) (6)